Event description:
Employee was helping resident who was in shower chair. Resident leaned forward too far, lost balance with shower chair and fell forward onto employee. Employee and resident fell to floor with resident's elbow hitting employee in left rib cage area.